Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (b)6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test (0.21 vdc) was performed and passed. Nordic bluetooth pairing test/download was performed and passed. A review of the share logs was performed and signal loss not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D9: device available for evaluation - additional. H2: additional information/device evaluation - additional . H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury, or medical intervention was reported.